Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during intestinal strap on an open re-laparotomy, the trigger did not shoot. Another device was used. There was no patient injury.